Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c6 capacitor on the computer/analog pca. The root cause for the shorted c6 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.